Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient used the implant for the first 6 months and noticed it caused him discomfort so he had not been using the implant. Additional information was received from the patient on 2016-11-07 that reported that the stimulator had shocked the patient about 2 years prior to the report so he just quit recharging it. The patient began experiencing the discomfort that led the patient to stop using the implant at the beginning of 2014. The patient had not had the implantable neurostimulator on for a couple of years and no steps were taken to resolve the discomfort that led the patient to stop using the implant. The patient was in more pain at the time of the report and reported to be suffering because he cant work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.